Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 5. Reference MFR. Report #: 1627487-2018-02095. Reference MFR. Report #: 1627487-2018-02096. Reference MFR. Report #: 1627487-2018-02097. Reference MFR. Report #: 1627487-2018-02099. It was reported the patient experienced a burning, itching and discomfort above and below the ipg site, as well as across their back within two weeks of drg system implant. Blood test results for infection were negative and the physician prescribed antibiotics to the patient. Although the patient reacted to polyurethane black and stainless steel from a patient contact materials test, it was determined the patient likely experienced an allergic reaction to the stainless steel in the implanted leads. As a result, the patient underwent drg system explant. Since explant, the patient no longer complains of burning, itching and discomfort, and the reaction has cleared significantly.

Event description:
Device 4 of 5,reference MFR. Report #: 1627487-2018-02095;reference MFR. Report #: 1627487-2018-02096;reference MFR. Report #: 1627487-2018-02097;reference MFR. Report #: 1627487-2018-02099.